Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports a pt had a palindrome hsi catheter placed on (B)(6) 2012. On (B)(6) 2012, cracks and a hole was found between and around the hub area. The catheter will be pulled and replaced.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.